Event description:
At the time of death the deceased pt was attached to a graseby syringe pump dispensing a 10mg solution of morphine and 2.5mg solution of haloperidol. The drugs were set to be dispensed in a 24hr period and the instrument set at 31mm per 24hrs. The first infusion was commenced by morning shift nursing staff at 2:30pm. The device however was found to be not operating at 6pm that day. The syringe was found to be incorrectly placed in the device and therefore no fluid was dispensed. The syringe was reinserted into the driver and the dosage commenced. Two subcutaneous syringes each containing 2.5mg were given to the patient to help ease their obvious discomfort. At approx 3am the nightshift staff found the syringe to have administered the entire dosage and therefore replaced the syringe with another full dosage. The staff noted that the syringe only contained 1.9ml of fluid at the commencement of the infusion and the device was set at 31mm per 24hrs. By their calculations, the initial dosage should have contained 5ml of fluid which should have been dispensed over a 24hr period instead of 9hrs. The patient died at 5:25am the following day. Doctor decided not to sign the death certificate due to the incorrectly administered dosages of morphine and haloperidol over the 24hr period. Doctor noted in the `multidisciplinary progress notes' as stating '24hr dose delivered in 9hrs wrong infusion rate set'. Doctor recommended the coroner's office be notified. After interviewing all relevant staff surrounding the incident and conferring with medication charts, multidisciplinary notes and the graseby syringe pump observation chart at this point in time it would appear that the device was working correctly. The more likely explanation for the inconsistencies noted in the low reading of fluid at the commencement of the infusion is human error. It appears that 2 lines were primed prior to commencement resulting in a significant loss of fluid.